Event description:
Pt had prior CT scan and it was noted on the scan that the triple aaa stent was leaking. Pt had the stent placed on (B)(6) 2006. Admitted to (B)(6) on (B)(6) 2010, and taken to the operating room on (B)(6) 2010 for removal of triple a stent. Surgeon felt that there had been separation of proximal stent ring from graft. Pt had to have redo intra operative angiogram, aaa repair with hemoshield vascular graft, bifurcated, with removal of aneur rx stent.